Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (dtc) [s/n (B)(4)] found there was a broken connector pin on the cable assembly. Evaluation conclusion, method, results codes apply to the desktop charger (dtc).

Event description:
The consumer reported that the implantable neurostimulator recharger (insr) was not charging and the "charge your recharger" screen was seen. There was a broken connector on the desktop charger (dtc); the patient stated that the "inside of it was actually bent. He pushed it down, and it still did not charge." There was broken connector jack, which appeared to have occurred through product use. It was also reported that the patient was in pain because his battery died and he cannot recharge it. The battery died on (B)(6) 2014. The patient had spoken with the manufacturer representative, and the manufacturer representative told the patient to call the manufacturer for a replacement. It was also reported that the patient was meeting with the manufacturer representative on (B)(6) 2014 to borrow an insr. No outcome was reported for this event. Follow up information was requested to determine patient outcome. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain.

Manufacturer narrative:
Upon further review, evaluation conclusion code no longer applies to the desktop charger (dtc); evaluation conclusion code applies to the desktop charger (dtc).